Event description:
The surgeon was attempting to insert a three piece collamer lens model cq2005 into the pt's eye and noticed the haptic had brokenoff in the inserter, so he quit inserting the lesn. Pt contact but no pt injury.